Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the tube was found to be broken during the surgery. The product was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
The lot complaint history was reviewed, this is the third complaint for the finish goods lot; however, the second for this issue for this lot. The device history record shows the product was released per specifications. The customer reported the tube was found to be broken during surgery, however, the tubing requires to be primed with fluid prior to surgery. As such, the cassette was visually inspected and functionally tested to better understand if "during surgery" meant "during calibration" of the cassette. The system will generate a system message advisory because it will detect a fluidics imbalance if there is a cut in the tubing and it leaks thus preventing further operation until the condition is resolved by replacing the damaged tubing in this case. Visual inspection found the irrigation/aspiration (I/a) tubing to contain two cuts across both the irrigation and aspiration tubing. The cut on the tubing was caused by a sharp edge, likely a blade. All components were wet in returned condition. The sample was inserted onto a console and tested. Priming was initiated and fluid leakage from the tubing was observed which resulted in system message 3304 (leak in the aspiration or irrigation tubing was detected during flow check of a handpiece) which resulted in a failure to prime due to the fluid leakage. Since the device will not calibrate with a hole/cut in the tubing, the event likely occurred prior to surgery but during calibration of the cassette device. The root cause of the customer's complaint is related to the use of a box cutter when opening up a double bag of manifolds. An action was opened to determine a root cause and implement appropriate corrective action for prohibiting box cutters to open bags with manifolds. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. (B)(4).